Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer changed the cartridge to resolve the occlusion. Subsequently, an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 322-334 mg/dl.